Manufacturer narrative:
Product was returned and evaluated. The tip passed flow, leak and thermistor testing. Functional testing could not be performed as there were no reps available. The tip failed visual testing for an observation of dielectric breakdown and denting on the returned tip. The review of the system/data logs does not indicate there is any handpiece or system issue present. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported that a patient experienced a burn from a thermage treatment. During the treatment the patient did not complain of pain or discomfort. Post treatment the patient experienced light red spots on their forehead and left side of their face. They were sent home with 0.5% corotate and cicaplast baume b5. The next day the patient contacted the clinic to let them know they have developed a burn and scabs on the same location the redness was. Available images were reviewed. Scattered scabs are visible over the forehead, left cheek and jaw line area. The clinic is not able to confirm if there will be any permanent damage. During a facial laser treatment the laser clinic had no issue or errors during the treatment. They used the highest energy level of 2.5 and the treatment tip was inspected prior to use and every 50 pulses. After the treatment the technician observed the tip was ''dumped''.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Evaluation of the system data card confirmed the handpiece and system performed as expected. Nothing out of the ordinary was seen during treatment. During evaluation of the treatment tip, service found damage to the tip membrane. Based on available information, dielectric breakdown most likely contributed to this event. It is unknown what caused this damage to the membrane.